Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a blank display, an insulin flow block alarm, and that the device could have gotten wet. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting from the belt clip rail, cracked middle (enter) keypad button. The device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected blank displays were noted during testing. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual battery alarms or insulin pump errors that may have occurred around the event date. The adapt tool multiple occurrence of the following alerts/alarms around the event date--4 alarms on (B)(6) 2021 between 13:04 and 13:15. The adapt tool did not list any unusual insulin flow block alerts/alarms around the event date, and neither did the adapt tool list any unusual insulin pump errors that have occurred around the event date. The case was cut open. After visual inspection, there is severe corrosion just about everywhere inside the device. In summary, the customer¿s report of a blank display and an insulin flow block alarm was not confirmed during testing. On the other hand, the customer's claim that the device could have gotten wet was confirmed during testing. The pump error 75 is due to the corrosion found inside the device particularly around electrical board 1 connectors, inside the battery compartment, and on the battery board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got wet and stopped working. The customer reported that insulin pump had no delivery alarms the customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.